Event description:
A peritoneal dialysis (pd) pt reported experiencing drain issues during treatment and had a feeling of fullness and shortness of breath. Drain 0: 0ml. Fill 1: 2301ml drain 1: 1956ml. Fill 2: 2305ml drain 2: 1702ml. Fill 3: 2305ml. Manual: drain 4200ml. The reported manual drain volume of 4200ml was 183% over the expected drain volume which resulted in a reportable device malfunction. The pt did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided. A large intra-peritoneal drain volume occurred during therapy with an undetermined cause. There was no adverse event associated with this reported large drain volume. A supplemental report will be submitted upon completion of the plant's investigation.